Manufacturer narrative:
The device was received and evaluated. Lot release records were reviewed, and the product lot met all acceptance criteria. A pod was successfully paired to the pdm during testing. Multiple boluses were delivered without experiencing any errors or communication issues. The bolus calculator was observed to function as intended during investigation. No other damages or defects noted and the cause of the reported event could not be conclusively determined. However, as a result of new information discovered in insulet¿s failure investigation process from complaint # (B)(4) on (B)(4) 2020, we have re-opened this complaint and deemed it to be a reportable device malfunction. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
It was reported the patients personal diabetes manager (pdm) was storing and then adding the previously entered blood glucose value into the next meal correction. The patient reported entering a bolus of 0, however, the pdm began administering a bolus of 9 units. The patient reported the last blood glucose value entered into the pdm was 400 mg/dl.